Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 500 mg/dl. The customer stated that they had kidney problems due to sugar levels. No further information was provided. The customer was wearing the pump during the hospitalization. The customer was assisted with trouble shooting on the insulin pump. The customer was advised to change the reservoir and infusion sets but the customer did not want to replace the pump because he did not trust the current pump. A new pump was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.